Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received off no power alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off no power alert. Customer stated that they rewound the insulin pump three days ago it made a squealing noise when the piston was retracting. Customer stated that they replaced the battery and then insulin pump was dead. Customer states that was not the second occurrence of off no power without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly and no unexpected battery power loss anomaly during test noted.